Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms and low p-waves. The issue is believed to be due to an insulation issue with the ra lead. The ra lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.